Manufacturer narrative:
It was reported events of loose power ports and power disconnect alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any power disconnect alarms during the time frame of reported event date; as a result, the reported event of power disconnect alarms could not be confirmed via log files review. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with a o ring gasket displaced. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Additionally, the controller serial port connector was found with the rubber cap missing; however, this is an additional observation not related to the reported event.    Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Per vad coordinator pt states that was experiencing power disconnect alarms despite fully charged batteries being connected to his controller. Upon inspection it was noted that the power ports on (B)(4) were loose. Effect on patient: actions performed comments: per fsca apr2016 (B)(4) was replaced with (B)(4). Pt tolerated the controller exchange well.